Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted on (B)(6) 2024. No product was provided for investigation; however, a photograph was provided. The allegation was not confirmed via photographic inspection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).